Event description:
It was reported that the seat of a rollator collapsed when the user sat down. The user ell sustained bruising. Medical intervention was not sought. No additional information is available.